Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff reported seeing wires sticking out of the permanent cautery hook instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint of a wire sticking out. The conductor wire was found to be undamaged at the distal end, but one pitch and one yaw cable were observed to be loose at the wrist. Motion was not intuitive in pitch/yaw as a result. The instrument was disassembled and one pitch and one yaw cable was found to be broken at the distal end of the hypotube. The cables exhibited a fuzzy appearance at the breakage. Engineering evaluation also found tube damage and corroded levers. The instrument's main tube exhibited wearing with light material removal and a rough surface in various locations along its length. Both levers exhibited pitting corrosion and a darkened discoloration. Engineering evaluation concluded that the damage was likely related to exposure of the instrument to improper cleaning chemicals. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issues if to recur could cause or contribute to an adverse event.